Event description:
It was further reported the patient was seen in clinic and the device exhibited normal function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and had tachycardia. It was also reported that the right atrial (ra) lead exhibited oversensing of far field r-waves (ffrws) on the atrial channel that appeared to cause false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.